Event description:
Customer contacted pmt regarding a tissue expander that was leaking around the port site during a fill procedure.

Manufacturer narrative:
This report is being initiated following an FDA field audit, it was recommended by the FDA field auditors that a completed review of past closed complaints be conducted for up to 2 years. This filing is a result of that.